Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009, the plaintiff was implanted with an elevate posterior prolapse repair system with intepro lite "for treatment of sui and pop." (Stress urinary incontinence, pelvic organ prolapse) it was also reported that the plaintiff "underwent an additional surgery to loosen up the mesh product" in (B)(6) 2009. It was alleged that the plaintiff was "leaking urine," "suffered and will continue to suffer injuries and damages," and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.